Manufacturer narrative:
A ge service rep performed an on site investigation. The dowel pin was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the l-arm on the 9600 system would not rotate. No patient injury was reported.